Manufacturer narrative:
A ge service representative performed an onsite investigation. The video processor card was cleaned and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.